Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. The case was escalated to the next level of support, and an escalation response was provided. Based on a review of available data, the infection reported in an associated case (MFR# 3009862700-2025-01529) may have affected system performance, leading to the observed bg/sg differences. The user is advised to contact us again if discrepancies persist after the insertion site has healed and any prescribed treatments or medications have been completed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.